Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer expressed frustration with insulin pump stating that her blood glucose was high due to insulin pump. Customer reports of having surgery and healing slowly due to insulin pump. Customer's blood glucose was ranging in the 400 mg/dl. Customer also reports of having a blank screen and a number six on display screen. Customer also states that insulin pump was not responding as normal when she attempted a bolus delivery. Customer declined troubleshooting as she requested for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.